Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. Visual inspection also found cuts in the lead insulation that was felt to be result of procedure related damage. The helix mechanism was not tested due to the break. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that during a procedure to achieve conduction system pacing (csp), a right ventricular (rv) lead was placed in the interventricular septum. However, the physician was not happy with the electrophysiological characteristics of the lead position, so the lead was removed from the body to inspect the helix. Visual inspection noted tissue within the helix and the physician attempted to clean it using a vein pick and small gauge needle. During this process, the helix became bent slightly off axis. This lead was then one of two additional leads that were attempted to be placed, however, after a number of clockwise lead body rotations, the physician felt they hadn't really advanced through the septum. The physician then attempted to remove them from the body. After a number of counterclockwise rotations, the leads remained stuck in the tissue. Further counterclockwise rotations in addition to traction force was applied, however, neither lead was able to be freed from the tissue and the helix of each lead became deformed (straightened) as a result. Further attempts were made to remove the leads; however, the helix broke off of the lead bodies. The two broken helixes were abandoned in situ and another lead was then implanted successfully without further complications and the procedure was completed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to correct the following fields: upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. Visual inspection also found cuts in the lead insulation that was felt to be result of procedure related damage. The helix mechanism was not tested due to the break. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that during a procedure to achieve conduction system pacing (csp), a right ventricular (rv) lead was placed in the interventricular septum. However, the physician was not happy with the electrophysiological characteristics of the lead position, so the lead was removed from the body to inspect the helix. Visual inspection noted tissue within the helix and the physician attempted to clean it using a vein pick and small gauge needle. During this process, the helix became bent slightly off axis. This lead was then one of two additional leads that were attempted to be placed, however, after a number of clockwise lead body rotations, the physician felt they hadn't really advanced through the septum. The physician then attempted to remove them from the body. After a number of counterclockwise rotations, the leads remained stuck in the tissue. Further counterclockwise rotations in addition to traction force was applied, however, neither lead was able to be freed from the tissue and the helix of each lead became deformed (straightened) as a result. Further attempts were made to remove the leads; however, the helix broke off of the lead bodies. The two broken helixes were abandoned in situ and another lead was then implanted successfully without further complications and the procedure was completed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that during a procedure to achieve conduction system pacing (csp), a right ventricular (rv) lead was placed in the interventricular septum. However, the physician was not happy with the electrophysiological characteristics of the lead position, so the lead was removed from the body to inspect the helix. Visual inspection noted tissue within the helix and the physician attempted to clean it using a vein pick and small gauge needle. During this process, the helix became bent slightly off axis. This lead was then one of two additional leads that were attempted to be placed, however, after a number of clockwise lead body rotations, the physician felt they hadn't really advanced through the septum. The physician then attempted to remove them from the body. After a number of counterclockwise rotations, the leads remained stuck in the tissue. Further counterclockwise rotations in addition to traction force was applied, however, neither lead was able to be freed from the tissue and the helix of each lead became deformed (straightened) as a result. Further attempts were made to remove the leads; however, the helix broke off of the lead bodies. The two broken helixes were abandoned in situ and another lead was then implanted successfully without further complications and the procedure was completed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.